Manufacturer narrative:
Information was received on 9-nov-2020 indicating that there was no patient involvement in this event. Device evaluation completion date: 10/12/2020. Device evaluation: one smiths medical medfusion pump was returned for analysis with a crack on the right plunger case. During analysis, the screen was found to be flickering at power up. It was noted that the main board was not operating as intended and was the cause of the reported issue. Service replaced the main board to correct the reported issue and performed preventive maintenance and all functional testing. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical medfusion pump would not power on and there was an issue with the main printed circuit board. There was no reported adverse event.